Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guide wire tip detachment occurred. During a chronic total occlusion (cto) procedure, a 014/300 platinum plus guide wire was advanced with an offroad re-entry system. However, the offroad re-entry system sheared the tip of the platinum plus guide wire off. The two devices were removed from the patient's body. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has wire kinked and distal end damage. Visual inspection was performed and the device returned kinked along the body and the distal tip unraveled. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire tip detachment occurred. During a chronic total occlusion (cto) procedure, a 014/300 platinum plus¿ guide wire was advanced with an offroad¿ re-entry system. However, the offroad¿ re-entry system sheared the tip of the platinum plus¿ guide wire off. The two devices were removed from the patient's body. No patient complications reported.